Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed thirty (30) days later. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: implant transesophageal echocardiography (tee) assessment performed on (B)(6) 2022 revealed two left atrial appendage (laa) lobes with an ostium diameter of 20.0mm and length of 28.0mm. A laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022 with a deployed device diameter of 24mm. Aspirin was administered prior to the procedure. On the same day post procedure, the patient was discharged home on apixaban (10mg per day) and aspirin (10mg per day). Event summary: five hundred seventy-nine (579) days post procedure, the patient experienced an acute cardioembolic lmvca with later right occipital cva, right vertebral occlusion with expressive aphasia. The patient was hospitalized on the same day. Computed tomography (CT) brain imaging was performed on the same day. At the time of the event, the patient was on aspirin (81 mg per day). The patient was treated medically. Five (5) days after admission into the hospital, the cva was considered to be resolved, and the patient was discharged home on aspirin (81 mg per day).

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative surrounding event. B7: other relevant history - updated with additional medical history notes.

Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2022 with patient identifier: (B)(6) and the procedure was performed thirty (30) days later. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: implant transesophageal echocardiography (tee) assessment performed on (B)(6) 2022 revealed two left atrial appendage (laa) lobes with an ostium diameter of 20.0mm and length of 28.0mm. A laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022 with a deployed device diameter of 24mm. Aspirin was administered prior to the procedure. On the same day post procedure, the patient was discharged home on apixaban (10mg per day) and aspirin (10mg per day). Event summary: five hundred seventy-nine (579) days post procedure, the patient experienced an acute cardioembolic lmvca with later right occipital cva, right vertebral occlusion with expressive aphasia. The patient was hospitalized on the same day. Computed tomography (CT) brain imaging was performed on the same day. At the time of the event, the patient was on aspirin (81 mg per day). The patient was treated medically. Five (5) days after admission into the hospital, the cva was considered to be resolved, and the patient was discharged home on aspirin (81 mg per day). It was further reported that the patient presented to the emergency department (ed) with additional complaints of altered mental status and left-sided facial droop. On the same day, CT revealed hypodensity in the posterior aspect of the left frontal lobe compatible with an acute ischemic infarct in the left middle cerebral artery (mca) territory. The patient was diagnosed with cva. Magnetic resonance imaging (MRI) of the brain revealed moderate size left mca acute stroke with petechial hemorrhage, and a right cortical tiny infract. Subsequently, tele monitoring revealed slow atrial fibrillation with slow ventricular response at 28 beats per minute (bpm) as well as pauses. Cardiology was consulted in response. On (B)(6) 2023, physical examination revealed irregular rhythm and bradycardia. On the same day, the patient underwent an electrophysiology procedure and was implanted with a leadless pacemaker, in response to atrial fibrillation with slow ventricular response. The stroke did not seem to be cardio-embolic in nature. Endothelization around the closure device was noted to be incomplete, however, leak was not reported. The patient was on aspirin 325mg once per day upon discharge. Neurology prescribed the patient to switch from aspirin to apixaban two weeks from discharge.